Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated accutni results within risk stratification range for three patients generated by the unicel dxc 600i synchron access clinical system. The samples were re-centrifuged and repeated; the results were within the normal reference range. The erroneous results were not reported out of the laboratory. Patient treatment was not impacted by this event.

Event description:
It was reported that during an unknown procedure, the clips would not advance. The applier was stuck and was impossible to use. No further detail. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Misassembled hoop spring the analysis results found that the (B)(4) was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to it being jammed. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembly, the hoop spring was found misassembled and loose inside the device, jamming the firing mechanism. No conclusion could be reached as to what may have caused the found condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested. The batch record was reviewed and no anomalies were noted during the manufacturing process.